Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on the 18th, the oncology department discovered fluid leakage while maintaining patient. After assessment and consultation, it was decided to remove the catheter. Upon removal, severe damage was found at the 18cm mark. Following removal, a new catheter was reinserted for the patient after consultation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph and one video of a powerpicc catheter were returned for evaluation along with one photograph of a product label. An initial visual observation of the first photograph showed a powerpicc catheter with a split in the catheter tubing. An initial observation of the video showed the powerpicc catheter inserted into a patient. While the catheter shaft was being moved by the clinician, a small drop of water was observed to form at the insertion site. An initial visual observation of the second photograph showed a product label with the corresponding batch number (rejt1265). There were no distinguishing features in the returned photographs or video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.